Event description:
A customer reported a sys message displayed during a photocoagulation procedure. The sys was exchanged and the procedure was completed with a delay greater than 15 minutes. There was no pt harm noted.

Manufacturer narrative:
The company rep examined the sys and confirmed the problem reported. The company rep found the shutter to be stuck on the rubber stop. The company rep cleaned the rubber stop. The sys was then tested and met all product specifications. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause was determined to be a stuck shutter on the rubber stop. (B)(4).